Event description:
It was reported that the pt's wound would not heal, he experienced pain and had difficulty with limited motion and ambulation. The pt was diagnosed with infection, and the implants were review to correct the condition.